Event description:
It was reported that during annual testing, the device failed and under-delivered by greater than 6 percent. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal; overall good condition. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue could not be replicated; flow accuracy tests were conducted before and after dso seal replacement and no delivery error occurred; the device passed all testing and no fault was found. The root cause could not be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.